Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Examination of returned device found no evidence of product non-conformance. During the evaluation, the screws and guide wire showed evidence of fracture. However, a conclusive root cause of the event could not be determined. There are warnings in the package insert that state that this type of event can occur: under warnings, number 4 states, "correct handling of implants is extremely important. Do not modify implants. Do not notch or bend implants. Intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws. Notches or scratches put in the implant during the course of surgery may contribute to breakage." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-00685 / 01912).

Event description:
It was reported that during a 2nd metatarsal dip joint arthroplasty and a proximal interphalangeal joint fusion procedure, a screw fractured in two locations. The screw was removed and another screw was used in the same drill site. This event contributed to a thirty-five (35) minute delay in procedure.